Event description:
An optometrist reported a pt with trace grade 1 corneal haze in both eyes. The pt's topical steroid dosage was increased. Add'l info has been requested. There are two medical device reports associated with this event. This file is for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Logfiles review showed that all treatments were complete to 100% and all user system functions were within specs on the day of treatment. The root cause could not be determined conclusively. (B)(4).